Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a customer attempted to program a secondary infusion via interoperability. The primary infusion programming updated to the rate and volume to be infused to reflect the secondary programming information. There was patient involvement however patient harm is unknown.

Event description:
It was reported a customer attempted to program a secondary infusion via interoperability. The primary infusion programming updated to the rate and volume to be infused to reflect the secondary programming information. There was patient involvement however no patient harm. It was further reported by the customer there was in fact no rate change during this patient incident. The rate change was later noticed when testing the device in the test environment. During use with the patient, the rate remained at 1.5 ml/h as intended. The issue was that epic did not register that the infusion was associated. Through troubleshooting customer noted the nurse had accidently selected "secondary" when sending details. Customer then tested this device in their test environment, where they were able to see the volume to be infused change in ikp data change from 20 ml to 250 ml and the infusion programming changed to "pre-population programming" but the hl7 messages did not align with a successful association. Workflow troubleshooting was provided by interoperability consultant.

Manufacturer narrative:
Correction: describe event or problem. Omit : e2401 - insufficient information, f24 - insufficient information. Additional information: imdrf annex e, f codes and manufacturer narrative. Investigation summary: the reported unintentional rate change was not confirmed during the investigation. The issue could not be further investigated or tested, as no device was received for investigation. The inspection could not be performed as no device was returned for investigation. Testing could not be performed as no device was returned for investigation. A review of the suspect event and error logs could not be performed as no devices were returned and no logs were provided to bd. The alaris system manual (12.3.2) has information regarding interoperability: interoperability is designated to help automate existing manual workflows with regard to programming infusions on the pump module. Interoperability refers to the ability of the system pump module to: - pre-population of infusion parameters reduces the number of programming screens and key presses required with manual programming. - there are no differences in programing screens, prompts or the user interfaces between an alaris system with interoperability and an alaris system without interoperability. - the implementation of interoperability does not preclude a clinician from manually programing the alaris system. - manual programing is required in the event of a failure in any component of the interfaced system. The alaris system user manual recommends reviewing and verify that all parameters pre-populated on the alaris system are correct prior to starting the infusion. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the probable root cause of the reported unintentional rate change was not definitively identified. Workflow education was provided by interoperability consultant on this workflow scenario. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.